Event description:
The lay user/patient contacted lifescan (lfs) on february 19, 2007, and alleged that the meter was reading inaccurately high. She alleged that on the date of the event, she obtained high results in the 300's: 330 and 360 mg/dl and took 4 units of insulin based on the result. She later reported feeling low. She did not specify any symptoms. She went to the emergency room and her blood glucose was tested on the hospital meter and the results was 20 mg/dl. She was treated with orange juice and then IV fluids containing glucose. It would have been helpful to know the time of the high result, the time of her insulin dosage, the time her symptoms began, how long she had been obtaining high results, and how she was storing her test strips. The testing technique was correct and the technique for cleaning the puncture site was correct. Her test strips were first opened on february 18, 2007 and had an expiration date on march 2007. The patient did not have control solution to troubleshoot. This complaint is being reported, as the patient allegedly obtained a high reading, took insulin, and became hypoglycemic sometime after taking the insulin. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.